Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation, permanently aspirated bubbles were observed in the sheath. The sheath was replaced which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot number 0012695601 was returned and analyzed. Visual inspection was performed. No anomalies were identified. The shaft is intact with no apparent issue. No kink or any damage was observed on the surface. The inspection identified a kink at the side port tube. The steering mechanism and deflection test were performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.08417 psig. The aspiration test with negative pressure of 8.5 psig showed the pressure decay in the device was 0.01077 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. The syringe pressure test was conducted at a flow rate 2ml/min, and the pressure system recorded was 2.5 psig (should be below 6psig). Verification testing confirmed that the tubing continues to allow fluid flow and that the device functions as intended. In conclusion, the reported air ingress issue was not confirmed during testing. The sheath failed the returned product inspection due to a side port kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.